Manufacturer narrative:
Further investigation based on available info at this time was performed. A clinical assessment was performed by the MFR. No malfunction of the hls set could be found. The investigation process, if a trend occurs, it will be escalated to qa management for review and determination if further investigation is necessary. Due to this no further investigation. Initiations will be completed at this time.

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) received the product back for investigation. A visual inspection was performed where it was noticed that the blood inlet tube and the blood outlet tube were clogged with blood. After the clogged blood was removed, the oxygenator was flushed from blood outlet side. Thereby clots were rinsed out on blood inlet side. Oxygenator was clean after it was cleaned two times with natriumhypochlorit. The oxygenator was opened up by using a saw. The mats were visual inspected. No clotting between the mats was found. Based on the received information and our investigation the failure could be confirmed. The reported clot, which came from the patient could be confirmed. Because by flushing the oxygenator blood clots have been rinsed out from blood inlet side. As there were no clots between the mats inside the oxygenator the failure was determined to not be attributed to a device related malfunction. Furthermore a device history record was performed. No reference was found, which indicated a nonconformance of the product. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). The device has been requested for return . A supplemental medwatch will be submitted when additional information becomes available. Reference exemption # (B)(4).

Event description:
It was reported a patient was on a pump for 18 hours and the circuit clotted up. The clot originated from the patient. It is believed to be a pulmonary embolism or deep vein thrombosis that was sucked into the circuit. The device was not replaced. Treatment was not delayed. The patient expired. The death was reportedly not product related. (B)(4).